Event description:
Customer reported the alarm has no power. Batteries have been replaced with an new supply. No visible damage was reported. The date the issue was discovered is unk. No pt incident or injury was reported.

Manufacturer narrative:
Eval of the returned product confirmed the reported issue and revealed that the unit does not power on with batteries, but powers on with a 9v power adapter and sounds the alarm properly. However, the nurse call led does not come on at the nurse call test fixture. The unit battery door is missing. Due to the no power condition, the device could not have been put into use with a pt. (B)(4).